Event description:
Reporter alleged obtaining discrepant back to back blood glucose values of 405, 86, and 85 mg/dl when all tests were performed 1 minute apart on the compact system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.